Manufacturer narrative:
The returned devices were analyzed and the complaint was confirmed. Sc-2218-50 sn (B)(4): visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the clik site fracture locations. The broken cables resulted in the reported complaint of high impedance. Sc-4316 lot 18291425: the clik anchor is intact and no parts of it are missing.

Event description:
A report was received that the patient's lead was exhibiting high impedances. The patient also reported a loss of stimulation coverage. The physician attempted to troubleshoot but the issue was not resolved. The physician suspects that the high impedances were caused by the clik anchor putting too much pressure on the lead. The patient underwent a lead revision procedure, wherein the lead and clik anchor were replaced.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-4316 ,lot # 18291425 description: next generation anchor kit sterile.

Event description:
A report was received that the patient's lead was exhibiting high impedances. The patient also reported a loss of stimulation coverage. The physician attempted to troubleshoot but the issue was not resolved. The physician suspects that the high impedances were caused by the clik anchor putting too much pressure on the lead. The patient underwent a lead revision procedure, wherein the lead and clik anchor were replaced.